Event description:
One side of the sent didn't open.

Manufacturer narrative:
It was reported that one side of the stent didn't open. Based on the attached photo, it is confirmed that the proximal side of the stent did not fully expand. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based not fully expanded stent in the attached photo, it is assumed that the stent expanded somewhat slowly during the procedure due to the pressure at the patient's lesion and other factors complexly, so the doctor judged stent expansion failure. Then, it is assumed the removed stent did not expand temporarily even out of the patient's body due to the environment at the time of the procedure. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.